Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of auto-mode switch due to far r-wave oversensing were observed via remote transmission. Programming changes were made. The patient was fine.